Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Review of the provided image was consistent with the alleged issue of broken cable. The cable appeared to be fully broken.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the black tungsten wire was broken on the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information on (B)(6) 2024: the surgeon confirmed that there was no arcing observed during the prior procedure. There was no patient injury.